Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of r-waves and noise from the left ventricular assist device (lvad) resulting in pacing of the ventricle. Troubleshooting was performed and afterwards, oversensing of the lvad noise was identified. In addition, technical services (ts) discussed that programming configuration could be leading to the undersensing. This ICD remains in service. No adverse patient effects were reported.